Event description:
Customer reportedly received results of 12.3 mmol/l and 6.3 mmol/l within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(4).

Event description:
It was reported that post a successful da vinci hysterectomy procedure, the patient developed an infection and was not discharged as planned. Ten days post op, the patient was given a blood thinner and expired due to an arterial bleed. Reportedly, the patient's demise was unrelated to the da vinci surgical system.